Manufacturer narrative:
Investigation/evaluation during the course of the investigation, a review of the complaint history, device history record, and specifications of the product was conducted. Image review findings: venogram from time of ivc filter placement dated (B)(6) 2016, ultrasound and x­ rays from (B)(6) 2016 , along with the complaint report, were submitted for review. Venogram from (B)(6) 2016 demonstrates an internal jugular approach with an omni flush catheter positioned in the infrarenal ivc. The ivc at this level measures 17 mm. The right renal vein is clearly visualized , and there is suggestion of a left renal vein located just caudal to the right renal vein. There is also a large vein seen just cranial to the confluence of the iliac veins only partially imaged on this injection. The catheter was repositioned into the right common iliac vein and a repeat venogram was performed. At this level there is reflux into the large vein just cranial to the confluence of the iliac veins, suspicious for low insertion of an accessory left renal vein or possibly a circumaortic renal vein. The omni flush catheter was exchanged for a c2 catheter which was used to cannulate the ostium of this vein and a dedicated venogram was performed refluxing contrast into the left kidney. No contrast is definitively seen extending from the injection of this low left renal vein to the area the ivc at the level of the right renal vein. At the time of gunther tulip deployment , the filter was unsheathed and was parallel to the deployment sheath initially, however, it appears the filter was not release immediately. 19° of rightward tilt developed between the ivc filter and ivc lumen with the apex located at the attachment site of the filter and deployment device. The filter was re-sheathed and was unsheathed again. Multiple fluoroscopic images were obtained during the sheathing and release of the ivc filter a second time. After unsheathing the filter there appears to be no tilt in reference to the ivc, however, after the ivc filter was released from the hook, the filter develops 11° of rightward tilt. Both the right and left lateral most primary filter feet extend into the ostium of a small lumbar veins. The left lumbar vein ostium is 7mm more cranial in location than the right lumbar vein ostium. Just cranial to the implantation of the left lateral most foot of the filter there is minimal washout and the reflux into the ostium of a vein, concerning for possible additional left renal vein at this location. Ap x-ray obtained on (B)(6) 2016 demonstrates the ivc filter in stable position with 11° of rightward tilt in reference to the posterior spinous processes and 11° of anterior tilt in reference to the anterior margins of the vertebral bodies. Ultrasound of both lower extremities from (B)(6) 2016 demonstrates no evidence of deep venous thrombosis. There is moderate calcified atherosclerotic involving the common femoral artery on the left. Impression: per complaint report, the ivc filter was placed for an acr-s1r 1 appropriate indication of pulmonary embolism with recent major bleeding and inability to anticoagulate. Initial venogram demonstrated an anatomic variant with what is likely an accessory/duplicated/circumaortic renal vein inserting very low in the inferior vena cava, just cranial to the confluence of the iliac veins. There was also minimal inflow of nonopacified contrast along the left aspect of the ivc, in the region of the right renal vein suggesting there was indeed a duplicated renal vein and or circumaortic renal vein. Contrast was injected specifically into the lower renal vein with a c2 catheter indicating the operating physician was aware of its presence. When this anatomic variant is present, the ivc filter should be deployed inferior to the caudal most vein or more superior to both the left-sided veins to avoid potential migration of thrombus through the left renal veins. The location chosen for deployment of the filter does not appear to be in either of these locations. Although not explicitly stated in the complaint report, and no images were provided, the deployment physician may have used the c2 catheter to confirm the more cranial inflow seen along the left aspect of the ivc did not correspond to an additional left renal vein that may have represented lumbar vein this region. The gunther tulip filter was initially deployed just below the level of the inflow of the right renal vein. After the filter was unsheathed but not detached from the filter deployment device, the filter required 19° of rightward tilt with the apex located at the junction of the deployment device and the hook of the filter. This may have been caused by inadvertently advancing the deployment sheath forward causing the filter to buckle at the attachment site. The filter was recaptured and redeployed, this time with no tilt upon unsheathing the filter, but immediately developed 13° of rightward tilt. Of note, it appears the filter was deployed and attached during expiration and the tilt as measured during appears to be full inspiration. The follow-up venogram demonstrated 11° of tilt in reference to the lumen of the ivc. The filter tilt does vary depending on phase of respiratory cycle, due to the compliance of the ivc. The hook of the ivc filter does not appear to abut the wall of the ivc and the primary filter legs do not extend outside the column of contrast. The complaint report states there is greater than 16° of tilt present, however, the tilt measured on these images, in reference to the lumen of the ivc, are not significant. Per complaint report, there is extravasation after filter placement, however, on the images provided there is no evidence of extravasation but rather reflux of a small amount of contrast into two lumbar veins. This reflux is appreciated on the initial venogram before the filter was inserted. These lumbar veins may have also contributed to the tilt of the ivc filter, as the left lumbar vein is located several millimeters cranial to the right lumbar vein. Lf the primary filter feet engaged in the lumbar vein ostia as they opened, this would have resulted in the tilt observed. Image review confirmed a 19° of rightward tilt of the unsheathed but not released filter, probably because the sheath was advanced forward causing the filter to buckle at the attachment side. After recaptured and redeployed a 11° filter tilt in reference to the ivc lumen was noted. However, the reported = 16 degrees tilt could not be confirmed. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. There was no evidence to suggest that this device was not manufactured according to specifications. In addition, there was nothing to indicate that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. We will continue to monitor for similar complaints.

Event description:
During a global study, the (B)(6) male presented at the time of enrollment with recent major bleeding, immobilization, a spinal procedure on (B)(6) 2016 (31 days pre-procedure), and pulmonary embolism (pe). The inferior vena cava (ivc) diameter at the intended filter location was 17.04 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a g&#1806;ther tulip filter was deployed at the intended location in the ivc suprarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, migration, or filter legs appearing outside the column of contrast. There was extravasation of contrast after filter placement [site queried]. The filter angle of tilt was = 16 degrees. Core lab analysis of the placement procedure venacavagram is not available. On (B)(6) 2016, post procedure x-ray (three days post procedure): filter tilt was zero. The patient remains in the clinical study and no other device related adverse events have been reported.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
(B)(6) study patient (B)(6), filter tilt = 16 degrees. This (B)(6) year-old white male presented at the time of enrollment with recent major bleeding, immobilization, a spinal procedure on (B)(6) 2016 (31 days pre-procedure), and pulmonary embolism (pe). The inferior vena cava (ivc) diameter at the intended filter location was 17.04 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a g&#1806;ther tulip filter was deployed at the intended location in the ivc suprarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, migration, or filter legs appearing outside the column of contrast. There was extravasation of contrast after filter placement [site queried]. The filter angle of tilt was = 16 degrees. Core lab analysis of the placement procedure venacavagram is not available. On 03/14/2016, post procedure x-ray (three days post procedure): site: filter tilt was zero [site queried]. The patient remains in the clinical study and no other device related adverse events have been reported.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A gunther tulip jugular vena cava filter set was used during an ivcc filter placement. It was reported that, the inferior vena cava (ivc) diameter at the intended filter location was 17.04 mm. There was an ivc anatomic anomaly (accessory left renal vein), but no presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a günther tulip® filter was deployed at the intended location in the ivc suprarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, migration, filter legs appearing outside the column of contrast, or extravasation of contrast after filter placement. The filter angle of tilt was 11 - <16 degrees. Core lab analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 17.3 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did/did not appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 4.3 degrees. New information reported on 15aug2017: the 12 month follow up CT revealed a grade 3 filter leg interaction with the ivc wall. No treatment was performed. The patient remains in the clinical study, and no other device related adverse events have been reported.

Manufacturer narrative:
Narrative per image review on 28aug2017: a computed tomography (CT) scan 351 days after implantation demonstrated the tulip filter without evidence of significant tilt. There was development of two grade 3 interactions involving two primary filter legs, one probably extending into the ostium of the right gonadal vein before penetrating, but this cannot be confirmed given the slice thickness of the CT and one extending through the anterior wall of the ivc. There are also two grade 2 interactions involving the other two primary filter legs. The exact reason for the filter perforation cannot be determined, but it is noted that the patient received no treatment. Investigation - evaluation : a review of the complaint history, device history record, documentation, manufacturing instructions, specifications, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there was one other reported complaint for this lot number. Image review confirmed a 19 degree of rightward tilt of the unsheathed but not released filter, likely due to the sheath being advanced forward, causing the filter to buckle at the attachment side. After recaptured and redeployed, an 11 degree filter tilt in reference to the inferior vena cava (ivc) lumen was noted; however, the reported = 16 degrees tilt could not be confirmed. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Based on published scientific literature, filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Based on the information provided, no product returned, and the results of our investigation; the root cause for this event was determined to be user technique. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.